Event description:
On (B)(6) 2012, animas customer support received notification of a complaint from the children with diabetes website stated that an unknown animas pump user experienced low blood glucose (bg). The reported incident was that the patient experienced bgs around 40 mg/dl for several hours and was off the pump for close to 10 hours. The patient reportedly had glucagon that was expired available but it is unknown if there was any treatment for the reported low bg. The patient also reportedly had a stomach flu. There were no reported signs or symptoms of hyperglycemia. There was no reported pump malfunction. It is unknown at this time what may have caused or contributed to the reported low bgs. It is also unknown why the patient was off the pump for 10 hours. There is no further information available at this time. The patient allegedly was using an animas pump however it is unknown which model was in use at the time of the reported incident. This complaint is being reported because the patient reportedly experienced hypoglycemia while using insulin pump therapy and it is unknown if the pump may have been a cause or contributor to the reported bg excursion(s).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.